Manufacturer narrative:
Correction: manufacturer report 2017865-2017-04341 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the patient presented for a follow up in clinic with a backup vvi device. The patient experienced pre-syncope. A device software download was performed successfully. The patient was stable.